Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, low battery alert and audio beep anomaly. The customer's blood glucose value was 96 mg/dl. The customer stated that the pump is frozen on the home screen and the buttons do not respond. The customer stated that the time advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio/beep anomaly or unexpected low battery alarm noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. No frozen screen anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window.